Manufacturer narrative:
Concomitant medical products: product ID: 8253200, serial/lot #: ni/ni. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that during parotid surgical procedure, the device could not stimulate, the hcp put the probe into stim two and it worked but later it did not. Toward the end of the case, the manufacturer representative used the device to confirm everything was working. The hcp had to swap out the fuses on the patient interface and everything was working. There was a 5 minute delay in the procedure. There was no patient impact.